Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has an incorrect manufacturing date/timestamp. The battery percentage remaining value will be inaccurate over the life of the device. The health care professional was instructed to contact boston scientific technical services to receive an accurate battery percentage remaining value. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device data confirmed the device software was programmed with an incorrect manufacturing date/timestamp. The device displayed an estimated remaining battery longevity that was less than expected due to this issue.